Event description:
It was reported that the patient had his artificial urinary sphincter (aus) placed last september, but started to complain to his physician that he was still struggling with leakage around the 6 month mark. The physician decided after doing an examination of what could be causing ongoing leakage and determined it was the cuff, the physician confirmed this when she was able to dissect down to the component. Once removing the cuff, the physician decided to renew sure and place a more appropriate size of 4.0cm and reconnect it to the existing balloon and pump. The patient fully recovered.